Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the flexima plus biliary stent was implanted during a biliary drainage procedure performed in the common bile duct (procedure date not reported). During the stent placement procedure, the physician slightly incised the papilla and deployed the flexima plus biliary stent in the bile duct, along with a 5fr endo biliary drain (enbd) tube in the gall bladder. It was reported that after deployment, the proximal stent barbs on the flexima plus biliary stent had not fully expanded. The procedure was completed with no issues to the patient. According to the complainant, on (B)(6) 2016, a few days following the stent placement procedure, the patient underwent a planned endoscopic retrograde cholangiopancreatography (ercp) to remove a cbd stone. It was noted during the ercp that the flexima plus biliary stent had migrated deeper into the bile duct. The physician removed the flexima plus biliary stent from the patient using a retrieval balloon, then completed the stone removal procedure. It was reported that the physician had planned to remove the migrated stent from the patient during the stone removal procedure on (B)(6) 2016, and the physician did not remove the stent due to the stent migrating. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be &#49615;od&#56205;